Event description:
Customer is reporting an flm leak. Name and function of complainant: same as reporter. Customer reported a blood leak was found that the fluid logic module (flm) was removed from the system blood pump after the patient's treatment had been completed. Customer reported the leak seemed to possibly be from one corner of the flm, but they could not find the exact location of the leak. Customer reported there was blood on the pump membrane close to the base of the membrane, and blood on the instrument panel and on the floor. Customer estimated a total of 20 to 30 ml of blood had leaked. Service order # (B)(4) was initiated for the inspection of the instrument. Customer returned the kit and data key for investigation.

Manufacturer narrative:
A review of lot file b722 was performed. There were no non-conformances or alarms associated with this event type reported for this lot. Date of manufacture: 07-2013. Expiration date: 07-01-2018. This lot met all release requirements. A review of the complaint file for lot b722 was performed. There were no one other flm leaks reported to date for this lot. No trends detected. Service order (B)(4). Feedback: field engineer check pump membrane and it was clean. Engineer performed check out section 7 successfully. This instrument is performing as expected. The customer returned the kit and data key for investigation. These items have been received and the investigation is still ongoing at this time. Therefore, no root cause has yet to be determined. (B)(4).